Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 27mm watchman® access system (was) was not deployed and the was exchanged for a new was device.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman flx left atrial closure device with delivery system (wds) advanced through this watchman access system (was), it was fully recaptured because position was not acceptable. The same watchman access system was used again; however was became kinked at the level of the groin, due to the amount of torquing that was needed to place it into the patient anatomy, then a 27mm watchman laa closure device and delivery system was advanced. The wds became kinked advancing through the was due to the friction. The devices were removed and the procedure was completed with a new 27mm watchman laa closure device and delivery system and watchman access system. No patient complications were reported and the patient status is well.